Event description:
It was reported that "it was found that sterilized package was damaged during the preoperative test. Therefore, it was replaced with a new one to complete the procedure." No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 525980 weckstat staple extractor 12/box for investigation. The staple extractor was returned in the original packaging with an incomplete seal. It was observed that half of the tyvek lid-stock was not sealed to the tray. Upon closer inspection, there was a lack of adhesive found on the tray where the seal was missing. Indents were observed on the tray on the boarder of the seal. The indents were not observed on the areas of tray that were not sealed. No other damage was observed on the lid-stock or tray. Per DHR the product weckstat staple extractor 12/box lot # 73g2500452 was manufactured on 07/26/2025 a total of (B)(4) pieces. Lot was released on 07/31/2025. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "place lower jaws of staple remover under the top span of the staple. Squeeze handle to retract staple legs. Lift the staple away from the wound to release and dispose of staple" and "this device should be handled and disposed of in accordance with all applicable regulations including, without limitation, those pertaining to human health and safety and the environment". The reported complaint of "incomplete seal - sterility compromised" was confirmed based upon the sample received. The customer returned one unit of 525980 weckstat staple extractor 12/box for investigation. The staple extractor was returned in the original packaging with an incomplete seal. It was observed that half of the tyvek lid-stock was not sealed to the tray. Upon closer inspection, there was a lack of adhesive found on the tray where the seal was missing. Indents were observed on the tray on the boarder of the seal. The indents were not observed on the areas of tray that were not sealed. No other damage was observed on the lid-stock or tray. Non-conformance was initiated by manufacturing to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "it was found that sterilized package was damaged during the preoperative test. Therefore, it was replaced with a new one to complete the procedure." No patient involvement.